Event description:
It was reported that the superior vena cava coil and the right ventricular defibrillator coil impedances were both high. Up until a few days prior, the right ventricular lead impedances were stable. The lead is still in use but the physician will likely replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.